Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.50mm x 30mm) to a severely calcified lesion in the lcx with 70% stenosis and vessel tortuosity. No abnormality noted in the inspection before using. The lesion was pre-dilated. The device could not pass the lesion and the stent was noted to be deformed. The physician gave up the procedure. No clinical sequelae were reported. Evaluation summary: a number of struts on the 6th distal segment was raised and deformed. The 10th proximal segment was deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation), patient¿s condition affected effectiveness of device (lesion morphology) ¿ severe calcification, 70% stenosis and vessel tortuosity, (deformation problem); evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ severe calcification, 70% stenosis and vessel tortuosity, inherent risk of procedure ¿ (stent deformation). (B)(4).